Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to flattened dome. No button error alarms noted. The keypad connector was inspected and no anomalies noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during normal use. The customer's blood glucose reading was 432 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.